Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that his blood glucose level dropped to 25 mg/dl and went up to 400 mg/dl. The device was not returned.